Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that a screener in the field noticed their analyzer was getting warm. There were no allegations of patient/user harm. There were no allegations of incorrect results.